Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the auxiliary water channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: operation manual "chapter 3 preparation and inspection" shows how to detect the event. Reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a reduction in angulation while using the colonovideoscope. The device was inspected prior to use, and the diagnostic procedure was completed with a similar device, and without delay. There was no patient harm associated with the event. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the worn angle-wire. In addition to the foreign material due to the clogged sub-water-supply channel, the additional evaluation findings were as follows: the insulation resistance value of the distal end was out of standard due to the scratch on the probe cover. The gap on the upward/downward angulation control knob was out of standard due to the worn angle-wire. The light guide bundle was abnormal. The bending section cover adhesive was detached, and the scope cover was dirty. The switch one was broken, and the connecting tube and universal cord were corrugated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.